Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-test. No unexpected no delivery, bolus stopped, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had bolus stopped alarm. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer reported they were able to clear the alarm. Customer stated the insulin pump was neither dropped nor bumped. Customer stated the alarm occurred times. The device will be returned for analysis.